Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor system alarm. Pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was unknown. The customer states the pump was damaged at the reservoir compartment. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.